Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 439 mg/dl, 250 mg/dl, 208 mg/dl, 157 mg/dl, and 203 mg/dl 2. 353 mg/dl and 103 mg/dl sets of readings were taken on different days. When he obtained the readings of 439 mg/dl and 250 mg/dl, the customer took an additional 15 units of lantus. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.